Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. The series of events reported are as follows: (B)(6) 2013: coumadin 50mg taken. On (B)(6) 2013: no coumadin taken; no inr results reported. On (B)(6) 2013: pt began eating tofu. Inratio inr=1.9 at 9:35; inratio inr=2.2 at 9:43, coumadin 6 mg taken. On (B)(6) 2013: inratio inr=2.2, coumadin 6 mg taken. On (B)(6) 2013: inratio inr=2.3 at 2:00 pm. The pt experienced pain and swelling in the right leg. Pt was seen in the emergency room and ultrasound of the leg showed multiple clots in the calf. Laboratory inr was 1.4 at 6:00 pm. Treatment included coumadin 7mg and an injection of lovenox. The pt was sent home. On (B)(6) 2013: coumadin 7 mg. On (B)(6) 2013: laboratory inr=1.8; no inratio comparison. On (B)(6) 2013: laboratory inr=2.5 at 11:13; inratio inr=2.8 at 11:36. The pt's therapeutic range is 2.0-3.0. Reportedly the pt "milked" the finger after the finger stick. No additional info was provided.

Manufacturer narrative:
Investigation pending.